Manufacturer narrative:
Additional narrative: patient involvement. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review¿ part number: 314.05. Lot number: 4018072. Release to warehouse date: october 10, 1999. Manufactured by synthes (B)(4). No ncrs were generated during production of this device or any of the relevant subcomponents. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a screwdriver was found with the tip broken off. There was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (4.0mm cannulated hexagonal screwdriver, part number 314.05, lot number 4018072). The returned instrument was examined and the complaint condition was confirmed as the cannulated tip was found to be broken; the tip was not returned. The returned 4.0mm cannulated hexagonal screwdriver (314.05) is a common trauma instrument and is noted in 15 system technique guides including: 4.5mm va-lcp curved condylar plate and 6.5mm/7.3mm cannulated screw. In the cannulated screw system the returned driver is one of four instruments intended for screw insertion (313.93, 314.04, 314.05 and 314.23). (Technique guide) the returned instrument was examined and the complaint condition was confirmed as the cannulated tip was found to be broken; the tip (approximately 6mm x 4.5mm) was not returned. No definitive root cause was able to be determined however the failure mode is likely contributable to the application of excessive force/rough handling over 16+ years in the field. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot numbers and in each instance no mrrs, ncrs or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.